Event description:
Rptr indicated a vns pt had sleep apnea when the vns was programmed to higher settings. The pt is currently having excellent seizure control and the settings will remain as intended. The rptr believes the sleep apnea is related to higher vns settings. Attempts to further info have been unsuccessful to date.